Event description:
Attorneys report of pt's alleged death and pain due to defective mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Initial reporter did not provide any detail to the alleged event. Add'l info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when /if product is returned for eval or add'l info becomes available.